Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was not returned. The tension spring assembly, seal and anchor were inside the loading device. The delivery device was not returned to be evaluated; therefore, it is not possible ro confirm the reported. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.